Event description:
It was reported that resident inserted the foley catheter, which was successful, but when the resident proceeded to fill the balloon slowly, they felt resistance and heard a popping noise at 5cc. The team then observed the remaining water flow into the urimeter. New foley needed to be inserted. Per investigator's notification received on 22sep2025, it was reported that lumen to lumen leak, tear on catheter drainage funnel, asymmetrical balloon, balloon did not deflate was found during sample evaluation.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event is confirmed manufacturing related. Functional: received 2 all silicone foley catheters, three syringes, the drainage bag with 1 silicone foley catheter. Using returned syringe, catheter with verified manufacturing number ngju5066 was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and leakage was observed. Upon inflation, solution immediately leaked into drainage lumen causing lumen to lumen leak. Visual inspection of catheter with verified manufacturing number ngjs0236 noted a tear present on catheter drainage funnel. Using the returned syringe, this catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water). Allowed to rest with no observed leaks. Asymmetrical balloon present. Attempted to deflate balloon passively using returned syringe and did not deflate within 5mins. Dissected balloon to check perforation notch and notch appears to be perforated appropriately as a 0.020 pin gauge fit and dissected inflation port and 0.020 in pin gauge fit with no difficulties, 0.025 in pin gauge fit with resistance. This meet specifications. The risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653 and CAPA 11291030. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that resident inserted the foley catheter, which was successful, but when the resident proceeded to fill the balloon slowly, they felt resistance and heard a popping noise at 5cc. The team then observed the remaining water flow into the urimeter. New foley needed to be inserted. Per investigator's notification received on (B)(6) 2025, it was reported that lumen to lumen leak, tear on catheter drainage funnel, asymmetrical balloon, balloon did not deflate was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.